Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture and capsular contracture; baker grade iii/IV . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent revision breast augmentation with unknown size unknown gel implants on both sides and was presented with bilateral breast implant rupture, and bilateral capsular contracture; left side baker grade IV, and right side baker grade iii/IV postoperatively. As a result, the patient underwent bilateral explantation and replacement with unknown gel implants on (B)(6) 2004. This report is for the patient¿s right-sided device.